Manufacturer narrative:
The customer repaired the device.

Event description:
It was reported that the device user had an incident were a paramedic had to cut the shoulder restraints which can cause inadequate patient restraint. Further information was not provided. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.